Event description:
A malfunction was reported on a pump by the caller, but there were no notable events preceding it. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reoccurs, which the customer acknowledged and understood.